Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a keypad issue that occurred during testing in the biomedical service department. When staff attempted to enter values and pressed one number, another appeared as well. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. The reported condition was reproduced during evaluation. A keypad test was performed, and it was noted that the keys #5, #4, and #8 were giving double responses. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was a defective front door cover assembly. The resolve this issue, the front door cover assembly will be replaced. Should additional relevant information become available, a supplemental report will be submitted.